Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the spring wire guide was found kinked prior to patient use. No patient involvement.

Event description:
It was reported the spring wire guide was found kinked prior to patient use. No patient involvement.

Manufacturer narrative:
Qn#(B)(4). The customer returned multiple components including the lidstock and a swg within its advancer tubing. The returned guide wire assembly was returned with the straightener tubing and the cap. Additionally, no definite signs of use were observed. Visual analysis revealed the guidewire was kinked towards the distal end. During normal assembly this kink would have been located inside the guide wire straightener tubing, protecting it from damage. No other defect or anomalies were observed. Both the proximal and distal welds were intact. The guide wire length measured 602mm which is within the specification limits of 596mm-604mm per the guide wire graphic. The guide wire outer diameter measured .800mm which is within the specification limits of .788mm-.826mm per the guide wire graphic. Functional inspection was performed per the IFU provided with this kit. The IFU states the following: "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." "Thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire." "Use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin." The guide wire was advanced through a lab inventory 18 ga introducer needle and ars to functionally test. The swg passed through with minimal resistance. The swg was also passed through the returned catheter and dilator with minimal resistance. A manual tug test confirmed both welds were fully intact on the guide wire. The manufacturing facilities for the guide wire and guide wire assembly were previously contacted as part of this complaint investigation. The manufacturing facility for the guide wire and marked guide wire confirmed that wires are 100% visually inspected so it is unlikely the damage was present at that time. The damage likely occurred during the spring wire guide assembly process. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use if package is damaged". The report of a kinked guide wire before use was confirmed through complaint investigation. Visual analysis revealed that the guide wire was kinked towards the distal end. During normal assembly this kink would have been located inside the guide wire straightener tubing, protecting it from damage. The guide wire met all relevant dimensional and functional requirements. Based on the sample received and the comments from manufacturing facility, the root cause for this complaint is likely manufacturing related. A non-conformance has been initiated to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.